Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a rotator cuff repair surgical procedure, while using the vapr tripolar 90 suction elect device, it was observed that 2/3 of the tip of the evaporation plate surface had broken off and was missing. It was reported that the broken pieces were retrieved. Another device was used to complete the procedure. It was reported that there was a less than 30-minute delay in the procedure due to the event. There was no adverse patient consequence reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the active tip is missing. The device was sent to the supplier. The supplier performed an evaluation with the following results: only 50% of the active tip still remains, some scratches visible on ceramic. Handle, cable and plugs assemblies are in good condition. Saline residue in the suction tube. The device passed all electrical checks, however it failed functional check flow rate test post activation. The customer reported that a section of the active tip detached during surgery. The complaint device was returned to atl UK and investigated. It successfully passed all electrical checks but failed the functional test, no achieving the minimum flow speciation. Visual inspection confirmed that the distal tip has fractured across the suction holes, which confirms the customer reported event that 'face fell off. These observations are consistent with failures previously seen and investigated through a CAPA which concluded a number of potential causes for the tripolar electrode tip fracturing and falling into the patient as detailed below: wrong material specification, erosion of tip, abuse/misuse, design covered by loading / stresses / tolerances, manufacturing error. Either fracture during manufacture or a missed operation. From the investigation, we have been unable to determine an exact cause of this failure. The above failure mode has been reviewed against the systems risk assessment document "force is applied during use (normal and excessive force) causing damage to components" leading to "components / fragments detach within the patient and require retrieval" resulting in "tissue damage" most closely correlates to the failure mode seen, with a severity of 'serious" and occurrence level of "probable". That gives a risk level of 14 and rated as 'as low as reasonably achievably (alra)'. The incoming inspection history and integrity of the active tip used in the manufacture of the complaint device and the quality records for this component batch were reviewed and show no anomalies or non-conformances which could cause the defect seen. During the manufacturing process 100% visual inspection is performed to check for any cracks or other defects related to the active tip. Over the same time frame a total of (B)(4) ts90 units were shipped, which leads to an occurrence rate of (B)(4). This is within the anticipated rate for this failure mode as detailed in the systems risk assessment document. Therefore, it can be concluded that calculated occurrence rate based on the customer complaints the above failure mode is in line with the risk assessment management procedure. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings. The exact root cause could not be determined, however a possible one can be traced to misuse of device during surgery. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.